Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device was visually inspected and a fracture was observed at the 3rd or 4th row resulting in the device separating into two pieces. The complaint is confirmed. The physician reported using the device in an off-label manner. The root cause is attributed to off-label use and the manner in which the device was removed. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that, during the removal of a stent from the patient, the stent fractured and broke. The user was attempting to pull the stent out by grasping the proximal part of the stent with forceps. The user consulted with a different physician who suggested using the distal suture to invert and remove the stent. This method removed the remainder of the stent from the patient as well as an additional stent. No patient harm or injury was reported. The stents were in the patient approximately five weeks. The implant date of (B)(6) 2015 is an estimate.